Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl, nor did the cgm read ¿high.¿ to resolve the issue, the customer changed the infusion set and cartridge and resumed insulin.